Event description:
The surgeon attempted to remove a pedicle screw to reposition it. While manipulating the screw head to reengage the driver, the screw head disassembled from the shank. The surgeon was able to remove the screw and implant another screw of a larger size.

Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.